Manufacturer narrative:
Event date is estimated. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of dystonia. It was reported the caller had short periods were some of the therapy seemed to be interrupted. Caller then noted that the patient was using a lot of voltage, almost at 9v. The caller confirmed the patient programmer showed on and ok and voltage was on. The caller confirmed they changed the setting recently. The caller explained that the voltage had stayed pretty much the same within a tenth. The caller stated the frequency and pulse width had changed a bit and they went down lower from 150 to 145. The caller stated they were getting ready to change to 140 to see if that worked. No complications were reported or anticipated.